Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-03445. It was reported that patient experienced a migraine headache when the spinal cord stimulator (scs) was turned on. Patient declined to be reprogrammed. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken (B)(6) 2020, wherein the entire system was explanted.